Manufacturer narrative:
Complaint sample was not available for evaluation to confirm the alleged product malfunction. According to our records no product was available from this lot in distribution centers to be analyzed. The entire lot had been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient had encountered a fluid leak during treatment. The cycler had alarmed for a heater bag issue and treatment was discontinued. When the cassette door was opened a fluid leak was found. Additional information received from the patient¿s pd nurse confirmed that the patient had not presented with any symptoms and had not experienced any adverse patient outcome. The patient was treated at the pd clinic with prophylactic antibiotics. Follow-up with the patient confirmed that the complaint sample liberty cycler set was disposed of and is no longer available to be returned for evaluation.